Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer was changing out his set and was priming his pump when he received an alarm. Customer stated that the alarm said something about the battery being dead. Customer changed the battery but then received a motor error when he continued with the set change. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer's last blood glucose was 204 mg/dl. Customer stated that he received another alarm and the pump started counting down. Customer had to change the time and the battery on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The motor passed the motor test. No motor position encoder error alarm could be verified due to alarms in the history for a corrupted history file. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.